Event description:
Cadd pump being used for chemotherapy showed on the screen that there was an "upstream occlusion." Cadd tubing and port flushed and checked for blood return by two nurses. Port flushed well with good blood return. No occlusion visualized in tubing. This process was repeated several times and there continued to be a message on the screen that said "upstream occlusion." Pump removed from service and a new pump was used. There was not harm to the patient.